Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. The same device was used to complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4).